Event description:
While performing emergency angioplasty and stenting to a heart attack patient, an abbott 2.5 x 12 mm trek balloon broke requiring removal of the entire system since the distal portion of the balloon sheared off of the shaft. The balloon and all those contents were inspected outside of the body, revealing no significant residual balloon material in the body. FDA safety report ID# (B)(4).